Manufacturer narrative:
Revision procedure most likely will be performed. In process of obtaining further information from clinician.

Event description:
Patient complaining of pain. X-ray revealed that screws were broken. Revision procedure likely to be performed. In process of obtaining more information from clinician.